Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure was the 4 way valve was stuck and leaking. Additoinal malfunctions wre the inlet filter was dirty, the pe valve was leakin and the blue pip tie for the pe valve needed to be replaced.